Event description:
The provider states the unit shut down out of box return from repair, then a few days later ran for 6 hours before shutting down. Next day ran for less then one minute before shutting down.